Event description:
The customer reported being hospitalized twice for low blood glucose. The blood glucose reading at time of the call was 183 mg/dl. Troubleshooting was performed. The customer stated that anytime she is having high blood glucose, the device over delivers and her blood glucose drops. The customer stated that she has been at 524 mg/dl and had dropped to 41 mg/dl in forty minutes. The programming in the insulin pump was reviewed and found that the daily totals were not matching. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.